Manufacturer narrative:
(B)(4). The pump was received with a pump error alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had no motor movement alarm. The customer¿s blood glucose level was unknown. The customer stated that insulin pump beeping, stuck on reservoir tubing will not rewind and stated that insulin pump error. The customer was able to successfully clear the alarm. The customer received the pump error at the time of rewind. The troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.